Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 45 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for 3 years. Customer was admitted to the hospital about 4 years ago and does not remember the blood glucose value because she was in a coma. Customer mentioned no delivery and declined to troubleshoot due to it only happens when reservoir is empty. The customer was advised to contact health care provider and will ship out emergency supplies since she has 1 set left.